Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and performed fiber optic tests but was unable to reproduce any failures. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a fiber-optic sensor module failure alarm. The end user was able to transition the patient to another iabp unit to continue therapy without issue. There was no patient harm and no adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a fiber-optic sensor module failure alarm. The end user was able to transition the patient to another iabp unit to continue therapy without issue. There was no patient harm and no adverse event was reported.